Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that the introducers were observed to be broken at grasping notches. The suture loops were attached to the tip of the introducers. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if excessive force is used to insert the instrument with the introducer. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y gastric bypass, when the surgeon applied the introducer onto the stapler and as the device was introduced into the abdominal cavity of the patient the introducer broke in half. Another introducer was tried to use but it broke as well. The surgeon then opened a new stapler and inserted it without using introducer and the case was completed without problem. There was no patient injury.